Event description:
During procedure surgeon stated the laser wasn't working. Laser probe had been tested and worked prior to beginning of procedure. In examination it was noted the laser probe was broken in half. There was no evidence on observation of the drape being burned or melted. The probe was changed and the case proceeded.